Event description:
It was reported that the patient received five high-voltage therapies for rapidly conducted atrial tachycardia/atrial fibrillation. Atrial threshold was increased following a maze procedure. Lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.